Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, a patient in the aortic valve allograft retrospective multi-center study, was implanted with av00 on (B)(6) 2010, diagnosed with sepsis and renal failure on (B)(6) 2010. (B)(6) 2010 death - non-cardiac related, cause of death was renal failure and sepsis. Additional information received on 03/17/2016; the patient had sepsis before the cryolife valve replacement; the patient appeared to be septic from her endocarditis and was taken emergently to the operating room on (B)(6) 2010, for homograft root replacement and vsd repair.

Manufacturer narrative:
According to the report, a patient in the aortic valve allograft retrospective multi-center study, was implanted with av00 on (B)(6) 2010, diagnosed with sepsis and renal failure on (B)(6) 2010. On (B)(6) 2010 death - non-cardiac related, cause of death was renal failure and sepsis. Additional information received on 03/17/2016; the patient had sepsis before the cryolife valve replacement; the patient appeared to be septic from her endocarditis and was taken emergently to the operating room on (B)(6) 2010, for homograft root replacement and vsd repair. An email was sent seeking additional information relating to how the sepsis was determined to be related to the allograft as it was listed that way on the case report form, if there were any blood culture results available, if there were implant and or operative notes available, any patient information relating to co-morbidities, and the type and dates of interventions performed. On 03/17/2016 a response was received stating, "I reviewed patient's data, seems the patient had sepsis before cryolife valve replacement. Although there is nothing about sepsis in patient's admission note but I found following note from discharge note: the patient appeared to be septic from her endocarditis, and was taken emergently to the operating room on (B)(6) 2010, for homograft root replacement and vsd repair. On (B)(6) 2010, the patient was re-evaluated at the bedside for worsening of sepsis with no improvement in her course." A review of the available information was performed. All attributes identified during inspection of the allograft were documented appropriately on the certificate of assurance. No rejectable attributes were noted. A review of the training records indicates that the technician who inspected this allograft at packaging was appropriately trained for the task he performed. Avr (aortic valve allograft retrospective multi-center study) patient (B)(6) implanted with aortic valve on (B)(6) 2010. The patient subsequently died on (B)(6) 2010 reported as "renal failure and sepsis." Additional information received from the site stated the patient suffered from endocarditis and became septic prior to implant. Implant date was (B)(6) 2010; the patient was (B)(6). Pre-operative risk factors included smoking and illicit drug use (current). Culture results grew staphylococcus aureus. Discharge notes stated, "the patient appeared to be septic from her endocarditis." The patient underwent an emergent homograft root replacement with concomitant ventricular septal defect with a bovine pericardial patch. On (B)(6) 2010 patient was diagnosed with sepsis and renal failure. The patient's condition was reported to worsen on (B)(6) 2010. The patient subsequently died on (B)(6) 2016; cause of death was reported as non-cardiac related renal failure and sepsis. The use of an aortic homograft in this circumstance was reasonable and is supported by the sts guidelines for surgical management of endocarditis. The guidelines state, "a homograft may be considered in native aortic endocarditis when the infection is limited to the native aortic valve or to the aortic annulus. This may be particularly true for intravenous drug users when the risk of reoperation is higher due to the higher risk of recurrent endocarditis and a higher rate of structural valve degeneration if bioprosthetic valves are used in younger patients." There is limited information available regarding the patient's condition, medical management, pre-existing medical diagnosis, and hospital course. There is no information or allegation which directly attributed renal failure to the implanted allograft. The root cause of the renal failure is unknown; however, sepsis is known to cause multi-system organ failure. The IFU (instructions for use) lists death as an adverse event reported with the use of cardiac allografts.

Event description:
According to the report, a patient in the aortic valve allograft retrospective multi-center study, was implanted with av00 on (B)(6) 2010, diagnosed with sepsis and renal failure on (B)(6) 2010. On (B)(6) 2010 death - non-cardiac related, cause of death was renal failure and sepsis. Additional information received on 03/17/2016; the patient had sepsis before the cryolife valve replacement; the patient appeared to be septic from her endocarditis and was taken emergently to the operating room on (B)(6) 2010, for homograft root replacement and vsd repair.